Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the nasogastric feeding tube broke in the patient's body during use. No injuries occurred. Per additional information provided on july 20, 2022, the feeding tube was placed on (B)(6) 2022 and when checking it on (B)(6) 2022 the breakage was discovered. The weighted tip detached and was removed with gastroenteroscope. Another feeding tube was placed after the issue was resolved. The patient is fine, they were just frightened.

Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the reported issue. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on july 14, 2020. A gemba walk was performed at the manufacturing line and the current process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging, and inspections performed to the product. In addition, qc inspections are performed to the product for material release; and production personnel performs a 100% visual inspection during the packaging process, in order to detect and discard any identified issues. There were no physical samples or photos received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported condition and determine the root cause. If samples are received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. Improvements were implemented after the manufacture of reported lot. No further corrective actions are applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
One physical sample was received for the investigation. The sample was inspected, and the reported condition was confirmed. A corrective and preventative action has been opened to further investigate and address the reported condition. This complaint will be used for tracking and trending purposes.